Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation alleges that the patient suffered from severe pain and discomfort and metallosis in both hips. It was also alleged that the patient suffered from synovitis in the left hip. Update: (B)(4) 2012 - medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Update rec'd (B)(4) 2012¿ pfs and medical records received. After review of the medical records, both revision operative note confirmed metallosis. The cup on the right side was also removed due to anteversion, so it is now being reported. The cup on the left side was also removed, but there no mention of loosening or malpositioning. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). New etq record created in order to update etq (legacy system) complaint number (B)(4). (B)(4) was a bilateral patient. The right hip has now been transferred into (B)(4), while the left hip has been transferred into (B)(4). Reason for original complaint - litigation alleges that the patient suffered from severe pain and discomfort and metallosis in both hips. It was also alleged that the patient suffered from synovitis in the left hip. Update: 11/14/2012 medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Update rec'd 11/14/2012¿ pfs and medical records received. After review of the medical records, both revision operative note confirmed metallosis. The cup on the right side was also removed due to anteversion, so it is now being reported. The cup on the left side was also removed, but there no mention of loosening or malpositioning. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 6/3/14. Bilateral. Doi: (B)(6) 2009 - dor: (B)(6) 2011 (right hip), doi: (B)(6) 2010 - dor: (B)(6) 2011 (left hip). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.